Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. Investigation summary: the complaint device was received and evaluated. Visual observation under magnification confirms that the anchor is broken on the proximal 1/3rd portion. Typically, anchor breakages are associated with off -axis insertion, levering during insertion or hard bone quality. No technique information was provided that would suggest if the aforementioned causes contributed to this event. Although the complaint can be confirmed, we cannot discern a root cause for this failure. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
The complaint device is not available for a physical evaluation. Anchor breakages are typically associated with off axis insertion, levering during insertion, hard bone quality or using incorrect instrumentation for preparing bone hole. From the reported event, it appears there was some technique issues which could have possibly contributed to this failure. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. It was determined by mitek customer quality group on may 16th, this complaint is reportable malfunction. UDI: (B)(4). The lot expiration date is currently unavailable.

Event description:
The affiliate reported via email at the time of using the fish mouth shirt and placing it on the edge of the portion of the labrum to be repaired, the bit is passed, but since it already shows wear on the connection to the handpiece jacobs, it allows it to slide and make a lever movement, which modifies the bed where the implant will go. When placing the implant and without moving the guide, it breaks at the tip. Due to this, the surgeon demands to pass a new one to complete the procedure with a fifteen minute delay. Additional information received email from the affiliate on 4-3-17: the procedure was a correction of a bankart lesion the material of choice was gryphon p. The broken anchor was removed from the patient. After having started the hole with the drill of 2.4, the anchor is inserted but it breaks after having entered partially the original bone hole was used to complete the procedure the original sheath ¿fish mouth¿ . Patient (B)(6), with good quality bone, without symptoms of osteopenia or any other degeneration in the bone. Also, the product is not available to return.